Event description:
Customer reported admin sets were leaking at the distal luer end. Sets needed to be replaced several times. No pt harm.

Manufacturer narrative:
Products were not returned for investigation. However, the lots listed in the complaint have previously been tested and found to leak. The male luer lock that was supplied from luer vendor does not meet spec.